Event description:
It was reported that intermittently when moving the unit to 90 degrees and pushing the control button to bring it to zero, "it will move higher to almost 135 degrees and wont stop." No injury reported. A field engineer was dispatched to the site and determined that the c-arm rotation button was intermittently sticking. After replacing the left and right c-arm buttons and the center rotation switch the system was working as intended.